Event description:
Device malfunction: device #1 needle miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, during pre-close needle deployment, the needle tips deflected causing them to miss the barrel stopping deployment. A second and third device were used with the same results. The artery was surgically sutured closed for hemostasis. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
Device #2 and 3: part# 12322-02, lot# 78027-6h indicated are being filed under separate medwatch MFR numbers. The device is expected to be returned for eval. It has not yet been received.